Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/14/2016, that on (B)(6) 2016, the device had a transmitter failed error. No additional event or patient information is available. Product data was returned for evaluation. Data was reviewed on 08/24/2016. The reported event of transmitter failed error was confirmed. A root cause could not be determined. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the share log confirmed the reported event of transmitter failed error. The root cause could not be determined.